Event description:
It was reported that a patient had the recalled plate implanted in (B)(6) 2012. On (B)(6) 2013 the patient experienced a weird crunching, scraping sound. The patient had the neck x-rayed whereupon it was detected a crack/space between the tulip head and the plate which described as clean breaks. Furthermore though the x-rays also confirmed that fusion has occurred shown and the surgeon will continue to monitor the situation for any additional abnormalities.

Manufacturer narrative:
It was reported to be an oasys midline plate of unknown size.

Manufacturer narrative:
Method: review of complaints; results: remedial action was taken and CAPA (B)(4) was implemented to recall these plates. The cause of the break is unknown and multifactorial. Conclusion: one oasys midline occiput plate assy was confirmed to have both tulip pins to plate fractured via xray examination. This resulted in a crunching noise for the patient and some initial pain. Manufacturing records could not be reviewed due to no lot number being provided. The device remains implanted with no plans for revision surgery. A consulting physician reviewed the xrays and confirmed the break and believed the patient was likely fused. The patient will continue to follow up with the original surgeon.

Event description:
It was reported that a patient had the recalled plate implanted in (B)(6) 2012. On (B)(6) 2013 the patient experienced a weird crunching, scraping sound. The patient had the neck x-rayed whereupon it was detected a crack/space between the tulip head and the plate which described as clean breaks. Furthermore though the x-rays also confirmed that fusion has occurred shown and the surgeon will continue to monitor the situation for any additional abnormalities.